Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit mold was found in one of the bottles. The following information was provided by the initial reporter: customer reports that there was mold in one of the supplement bottles.

Manufacturer narrative:
H.6 investigation summary: mgit 960 supplement kit batch 2188239 is composed of mgit panta batch 2188224 and mgit 960 growth supplement batch 2188230. The batch history record review for mgit 960 supplement kit batch 2188239 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 2188224 and mgit 960 growth supplement batch 2188230 were satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. Retentions for panta batch 2188224 (10 vials) were available for inspection and growth supplement batch 2188230 (5 vials) were available for inspection. No media defects were observed in 15/15 retention vials. For further investigation two panta vials from batch 2188224 were reconstituted with two growth supplement vials from batch 2188224. One panta vial reconstituted with supplement (remaining supplement inside the supplement vial was also incubated) was placed into 20-25-degrees celsius incubator; and one panta vial reconstituted with supplement (remaining supplement inside of the supplement vial was also incubated) was placed into 33-37-degrees celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. Four photos were received to assist with the investigation: two photos show a reconstituted panta vial from batch 2188224. There does appear to be possible mold/fungal growth inside of the vial. One photo shows a crimp cap sealed growth supplement vial from batch 2188230. The last photo shows a closed kit carton from batch 2188239. No returns were received for the investigation. This complaint can be confirmed based on the evidence provided by the photos received. Bd will continue to trend complaints for contamination issues. No additional actions are indicated at this time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit mold was found in one of the bottles. The following information was provided by the initial reporter: customer reports that there was mold in one of the supplement bottles.